Manufacturer narrative:
The investigation is ongoing. The device was used in off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to the 23mm commander delivery system with the 23mm sapien 3 ultra resilia valve procedures in the pulmonic position, the available training materials were reviewed only for information potentially relevant to the device use.

Event description:
As reported by our australian affiliate during a transfemoral vein transcatheter pulmonic valve replacement (tpvr) with a 23mm sapien 3 ultra resilia valve, during valve deployment the balloon of the 23mm commander delivery system (ds) during inflation burst, there was blood observed in the syringe and no leakage was observed from the ds. The valve was able to be fully deployed. During removed, there was difficulty passing the balloon back through the 14f esheath+, but all was able to be removed. There were no injuries reported, the patients final status was reported as stable, and the valve was successfully implanted. Per engineering evaluation of the provided imagery balloon material was observed to be missing. In follow up, the physician indicated that they believed that the entire balloon had been removed from the patient; therefore, no further action was taken.